Event description:
It was reported that during an unk procedure that the valve did not use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Universal seal assembly. Eval summary: the analysis results found that universal seal was returned with upper seal cap and base separated; therefore, the inner seal was out of position. The lower ring, the crown and top ring were broken in multiple pieces, in addition, the sleeve assembly was noted to be cracked and the housing cap out of position. No conclusion could be determined as to what may have caused the condition found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.